Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a blade broken. The blade broke at the base. A broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Additional observation not reported by site that is not related to the customer reported complaint: the instrument was found to have a torn teflon pad of the clamp arm. No missing material.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the bottom jaw on the harmonic ace broke off. The piece was retrieved with a backup instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragments were retrieved with a laparoscopic needle driver. No additional procedure was needed. The issue was identified while the surgeon was dissecting the tissue. The instrument was used for less than 15 minutes. The instrument did not make any contact with any other instruments or other hard material. The instrument was inspected before use. The instrument was not removed before breakage. There were no x-rays or other post-op tests performed to check for remaining fragments. The patient has not returned to the hospital due to related complications.